Event description:
It was reported the programmer displayed an error message. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer comes up with a system error. It was also noted that system errors have occurred in the past.